Event description:
It was reported that during demo, the indigo handpiece was overheating. The overheating was observed within few second of operation. The device was being run at 50000 rpm in forward mode. There was no patient involvement.

Manufacturer narrative:
H3: product analysis found that handpiece stalled, motor bearing, and collet bearing were corroded. E1: the event occurred in medtronic internal facility during demo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.